Event description:
It was reported that during the procedure for treatment of the mildly tortuous, mildly calcified, mid left anterior descending artery, direct stenting was attempted using a 3.5x28 rx xience prime stent delivery system (sds). The sds was advanced but could not cross the lesion and became stuck in the lesion. Force was applied to the sds and the proximal segment of the sds kinked. After withdrawal of the sds from the anatomy with resistance, the distal stent struts were observed to be flared . Another same device was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay due to the failure to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.